Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received motor error and had vibrate anomaly. The customer¿s blood glucose level was unknown. The customer reported that they are having trouble hearing the beeps. The customer reported the pump did not beep during the tone test and customer did not received an e70 alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no audio tone during the self test due to high impedance on printed circuit board. All buttons functioning properly. No damage in the keypad assembly and the keypad connector on printed circuit board was locked properly during visual inspection.